Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the ruptured chord requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and became caught in the chordae. Standard troubleshooting was performed, and the clip was freed. The procedure continued, however there was difficulty grasping the leaflets. Once the leaflets were grasped there was also loss of leaflet capture after the grippers were lowered. Due to the several grasping attempts, an additional chord ruptured on the posterior leaflet. The clip was removed from the patient and the patient¿s mr remained unchanged at a grade of 4. The patient was converted to surgery the same day and underwent a mitral valve replacement. This issue reportedly caused a clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported grasping and leaflet capture difficulties and clip becoming caught in the chordae could not be determined. The reported ruptured chord resulted from leaflet grasping and capture issues. Additionally, the reported patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported surgical intervention, hospitalization and delay to treatment/ therapy were results of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.